Event description:
Same event as MFR report #: 2134265-2008-00296. A facility medwatch is attached. It was reported that during an rotational atherectomy procedure, removal difficulties were encountered. The heavily calcified lesion being treated was located in the tortuous ostial circumflex artery (cx). The lesion was approx 10mm long, and was following a very difficult angle going from the left main into the cx. The rotawire guide wire was advanced with difficulty across the lesion. The rotablator console speed was set at 160,000 rpms during preparation. Two to four runs were attempted with the speed running in the 150,000 rpms during ablation, however, the speed did drop down at one point to approx 140,000 rpms. It was reported that difficulty was encountered during these attempts to ablate the lesion. On the final attempt, the burr became stuck in the lesion, and the console registered "stall". The physician attempted to dynaglide without success. The physician then pulled and removed the burr and rotawire as one unit, with the guide catheter remaining in the pt. Upon removal of the burr and wire, the rotawire guide wire was found jammed in the burr. Fluoroscopy was not used, so it was unk if the burr jammed on the wire before or after the stall or if blood flow was interrupted. The burr, remained in the pt approx 20 seconds following the stall. The pt did not experience any symptoms during this time. No pt complications were reported, and pt status was reported as 'okay'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.